Manufacturer narrative:
"The following devices were also listed in this report:. Large howmedica bone plug 1pk; cat # 6215-5-021; lot # cppaaj04ba triathlon cemented stem-15mm x 100mm; cat # 5560-s-215; lot # 1142363e. Tri ts femur sz6 left; cat # 5512-f-601; lot # rvt7h. Tri post augment sz6 10mm; cat # 5544-a-600; lot # obx4v. Tri post augment sz6 5mm; cat # 5543-a-600; lot # ox99i. Tri cemented stem 12mmx50mm; cat # 5560-s-112; lot # 1194532k. Tri ts baseplate size 6; cat # 5521-b-600; lot # oeo9xa. Triathlon fem dist aug 10mm size 6 left; cat # 5541-a-601; lot # sei9v. Triath fem distal aug 5mm - size 6 left; cat # 5540-a-601; lot # r4b9i. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience." Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: this pi is for the washout and debridement with no implants exchanged 'about 2 weeks ago.' As per pi hi team, the patient involved in this pi has had further surgery due to infection. I was notified yesterday at 5pm that this patient would be having all implants removed today and a cemented femur and insert inserted to act as a cement spacer. The case was attended, mako specialist from another territory. I have managed to get the following: about 2 weeks ago the patient had a washout of his left knee due to infection. Yesterday, all the implants were removed and the following implanted. Due to hospital policy, the implants were disposed of. As the revision was done because of infection, the doctors are not requiring an investigation. Hospital will not give me access to patient notes or laboratory results. The insert was disposed of according to hospital policy.